Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply connections were reseated and the voltages were adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's images would go black. No pt injury was reported.